Event description:
Patient with boston scientific pacemaker model accolade MRI el l331 serial number (B)(6). Defect in which pacemaker inexplicably goes into safety mode. When this happens the only way to solve this is to replace generator. When this happens unable to know (as remote monitoring no longer works and there is no alerts generated) unless patient has symptoms and presents for care. This patient had symptoms and went to ER because of symptoms, pacemaker was interrogated and pacemaker was found to be in safety mode. She underwent uncomplicated pacemaker generator replacement (B)(6) 2025. Of note remote pacemaker check (B)(6) 2025 noted no issues. She has had follow-up in the office with no subsequent pacemaker issues since her pacemaker generator replacement.